Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that during the last refill ((B)(6) 2014) the healthcare provider (hcp) mistakenly thought the dilaudid in the pump was the primary drug and was changing the baclofen (the actual primary drug). It was stated that the bridge bolus was not performed. It was review with the reporter that the flow rate did not significantly change (went from 0.53 ml/day to 0.56 ml/day). It was confirmed that the patient did not experienced an adverse event. The manufacturer representative was not present during the refill. The manufacturer representative was to assist the hcp on the day of the report in reprogramming so dilaudid was the primary drug and to return the dosing back to 1.75 mcg/day, thus resetting the flow rate to 0.53 ml/day. The pump was used to deliver prialt, baclofen, and dilaudid.